Event description:
It was reported the gastrointestinal videoscope had an e315 unsupported scope error occurred. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.